Event description:
It was reported that stent dislodgement and stent damage occurred resulting in additional intervention. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). A 2.50 x 28mm synergy xd drug-eluting stent was advanced through a previously implanted 2.50x28 synergy stent for treatment. However, it was noted that the stent was caught on the implanted stent and dislodged from the balloon. The stent became lodged into the ostial rca and both stents were noted to be damaged. The stent was snared and removed from the patient successfully. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : synergy xd mr us 2.50 x 28mm stent delivery system was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and the folds were noted to be relaxed and crimp stent markings were visible on the balloon body. The balloon was noted to contain traces of contrast media inside the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues noted with device.

Event description:
It was reported that stent dislodgement and stent damage occurred resulting in additional intervention. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). A 2.50 x 28mm synergy xd drug-eluting stent was advanced through a previously implanted 2.50x28 synergy stent for treatment. However, it was noted that the stent was caught on the implanted stent and dislodged from the balloon. The stent became lodged into the ostial rca and both stents were noted to be damaged. The stent was snared and removed from the patient successfully. The procedure was completed with another of the same device. There were no patient complications reported.